Event description:
It was reported that pump experienced recurring malfunction alarms, including malfunction code malf 0, which caused customer¿s blood glucose to rise to a high level, although exact value was unknown and only displayed as ¿high.¿ there was no additional information reported regarding the overall impact to the customer¿s blood glucose level beyond the high reading. Customer treated high blood glucose with a correction injection using multiple daily injections and planned to use this method as backup insulin therapy, did not require help from a third party, and received instructions from technical support on using storage mode and returning pump; technical support confirmed warranty status and shipping details, advised that replacement pump would have updated software and would require reentering pump settings and reconnecting continuous glucose monitor, and arranged shipment of replacement pump with instructions to return problematic pump within 10 days.